Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and hospitalization. The customer's blood glucose levels are between 400-450mg/dl. The customer states going to the hospital for a routine check-up, but having to stay due to the high blood glucose levels and kidney infection. The customer's current blood glucose level is 375mg/dl. Troubleshoot was conducted. The device was found to be functioning normally. The customer was advised to communicate with their health care provider over high blood glucose levels, and monitor the device.